Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a pocket infection which occurred status post wound dehiscence. It was also reported there was drainage. The implantable cardioverter defibrillator system was removed, replaced, and no further patient complications have been reported as a result of this event.